Event description:
On (B)(6) 2016, patient connected to telemetry monitor. At 09:02, patient found unresponsive. Telemetry monitor strips reviewed and it was noted that the patient had a ventricular fibrillation at 08:39 which did not produce an audible alarm on the voalte device carried by rn. Philips is the telemetry monitoring system and emergen is the communication software. All three manufacturers aware and working together with the hospital to identify root cause. (B)(6).